Manufacturer narrative:
Medwatch report # 2031966-2020-00133 was inadvertently submitted. After a review of the reported event, it has been determined that there no indication of an adverse reaction, death or serious injury, or the need for intervention to prevent death or serious injury. Further, death or serious injury is unlikely should this or a similar event recur. No reporting is required

Event description:
See updated information in h10.

Manufacturer narrative:
No product has been returned for evaluation nor were x-ray films provided. Upon removal of screw, it was noticed distal tip of screw had splayed. As per reporter, both surgeon and intra-op ap fluoroscopy confirm screw did not come in contact with screws within anterior cage. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions: internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...." "... Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications...".

Event description:
Information was received patient underwent a revision procedure to place a smaller screw. It is unknown if patient was experiencing any symptoms.